Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. E3 title: nurse manager. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the flashing front panel lights could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility reported that the problem was resolved without performing any troubleshooting actions; a likely cause of the reported problem could not be identified. The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel lights were flashing. There was no patient injury, associated with the problem, reported to olympus.